Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device: the device was tested to the defect described by the customer. The angles are completely out of specified values. With elements the bending tube bends in weird angles (especially down). After the elements were disassembled the bending tube bends normally but bending mesh is deformed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a colonoscopy using an evis exera iii colonovideoscope, the scope was max looped (fully bent) and could not be straightened event though there was ¿clearance¿ in the wheels. The scope was retracted from the patient when it was in the max looped position. During withdrawal of the scope in the max looped position, resistance was encountered. This led to a bowel perforation in the diverticular sigmoid (the same area where resistance was encountered). It was not possible to see what was causing the resistance. As the tip of the bucket is almost out of the patient (standing in the rectum), the colonoscope can now be straightened. The colonoscope was changed and the procedure was finished. Seven hemostatic clips were placed to close the perforation. The difficulties with the scope and perforation/clip treatment extended the length of the planned procedure by 30-45 minutes. The patient was hospitalized for two days. A scan was done that showed free air confirming the presence of a perforation (which was closed with clips during the procedure. No additional consequences to the patient have been reported.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. This device has been repaired in the last year by olympus. Evaluation of the device did not confirm the user's report. The subject device was able to be angulated in all directions and not locked in the device. Therefore, the suggested event was not likely due to the device. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: user can detect angulation lock properly in accordance with the following IFU. Inspection of the bending mechanisms IFU also states as follows: ·if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. ·fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. ·even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits. Conclusion: the definitive cause of the reported events could not be established. . Based on the available information the following is presumed: the distal end got caught in the diverticulum in the intestine, causing the device to loop and not able to be straightened. Perforation of intestine occurred for the user withdrew the device forcibly while the device was in the above mentioned position